Event description:
Per the returned paperwork, the patient's device was explanted due to "labyrintitus, cholesteatoma, eustachian tube obstruction". Cochlear was not notified of any problems prior to receiving the device in 2008. Repeated attempts to obtain information from clinic was unsuccessful until four months later. The patient's device was explanted three months prior to original month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.